Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cystectomy ("ovarian cystectomy") in a 31-year-old female patient who had essure (batch no. 524475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure insertion" on (B)(6) 2007 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii and parity 2. (B)(6) 2010: surgical pathology report - final pathologic diagnosis- uterus and cervix; hysterectomy: cervix: mild acute and chronic cervicitis with reactive changes. Nabothian cysts. Endometrium: status post ablation gross description-the specimen is received in formalin labeled 'hammons, heather c.' And 'uterus, cervix' and consists of a 6 gram uterus with attached cervix. The uterus measures 7.5 cm from fundus to ectocervix, 4.5 cm from. Cornu to cornu and 3.5 cm from anterior to posterior. The serosa is tan-pink and focally hemorrhagic. Two fallopian tube stumps (right 2.0 cm in length x 0.4 cm in diameter and left 1.5 cm in length x 0.4 cm in diameter) are identified. The cut surface of the fallopian tube is tan and focally hemorrhagic. The fallopian tubes contain silver metal coils (gross photographs of the metallic devices are captured). The 4.0 x 3.7 cm endocervix is surfaced by a tan-pink and focally hemorrhagic mucosa. The endocervical canal is tan and displays a normal herringbone pattern. The cut surface of the cervix is tan and focally hemorrhagic. The cervix is somewhat indurated and possibly stenotic. The 4.2 x 2.5 cm triangular endometrial cavity appears scarred due to a possible previous ablation procedure. A small amount of possible remaining endometrium is identified. The myometrial thickness measures 2.0 cm and the remaining possible endometrium measures 0.1 cm in thickness. Representative sections are submitted as follows: block a1 anterior cervix and right fallopian tube cross sections. Concurrent conditions included ovarian cyst, lymphedema, nausea, vomiting, colitis and abdominal pain. Family history included depression (mother), diabetes (mother, maternal grandparent, paternal grandparent), high cholesterol (mother, father, maternal grandparent, paternal grandparent), thyroid disorder (mother, maternal grandparent, paternal grandparent) and stroke (maternal grandparent). Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 653 days before insertion of essure. In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and experienced menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (she had novasure ablation and underwent laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the ovarian cystectomy, menstrual disorder, dysmenorrhoea, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, ovarian cystectomy, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical recordes: chronic pelvic pain, menorrhagia, ovarian cystectomy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-feb-2019: plaintiff fact sheet- event dyspareunia (painful sexual intercourse) was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cystectomy ("ovarian cystectomy") in a 31-year-old female patient who had essure (batch no. 524475(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure insertion" on (B)(6) 2007 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii and parity 2. Concurrent conditions included ovarian cyst, lymphedema, nausea, vomiting, colitis and abdominal pain. Family history included depression (mother), diabetes (mother, maternal grandparent, paternal grandparent), high cholesterol (mother, father, maternal grandparent, paternal grandparent), thyroid disorder (mother, maternal grandparent, paternal grandparent) and stroke (maternal grandparent). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cystectomy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("abnormal menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent laparoscopic-assisted vaginal hysterectomy) and surgery (she had novasure ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the menorrhagia, ovarian cystectomy, vaginal haemorrhage, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cystectomy, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2010: surgical pathology report - final pathologic diagnosis- uterus and cervix; hysterectomy: cervix: mild acute and chronic cervicitis with reactive changes. Nabothian cysts. Endometrium: status post ablation gross description-the specimen is received in formalin labeled 'hammons, heather c.' And 'uterus, cervix' and consists of a 6 gram uterus with attached cervix. The uterus measures 7.5 cm from fundus to ectocervix, 4.5 cm from. Cornu to cornu and 3.5 cm from anterior to posterior. The serosa is tan-pink and focally hemorrhagic. Two fallopian tube stumps (right 2.0 cm in length x 0.4 cm in diameter and left 1.5 cm in length x 0.4 cm in diameter) are identified. The cut surface of the fallopian tube is tan and focally hemorrhagic. The fallopian tubes contain silver metal coils (gross photographs of the metallic devices are captured). The 4.0 x 3.7 cm endocervix is surfaced by a tan-pink and focally hemorrhagic mucosa. The endocervical canal is tan and displays a normal herringbone pattern. The cut surface of the cervix is tan and focally hemorrhagic. The cervix is somewhat indurated and possibly stenotic. The 4.2 x 2.5 cm triangular endometrial cavity appears scarred due to a possible previous ablation procedure. A small amount of possible remaining endometrium is identified. The myometrial thickness measures 2.0 cm and the remaining possible endometrium measures 0.1 cm in thickness. Representative sections are submitted as follows: block a1 anterior cervix and right fallopian tube cross sections. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical recordes: chronic pelvic pain, menorrhagia, ovarian cystectomy.quality-safety evaluation of ptc:unable to confirm complaint . Most recent follow-up information incorporated above includes:on (B)(6) 2018: update of information (batch is invalid).incident:no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cystectomy ("ovarian cystectomy") in a (B)(6) -year-old female patient who had essure (batch no. 524475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure insertion" on (B)(6) 2007 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii and parity 2. Concurrent conditions included ovarian cyst, lymphedema, nausea, vomiting, colitis and abdominal pain. Family history included depression (mother), diabetes (mother, maternal grandparent, paternal grandparent), high cholesterol (mother, father, maternal grandparent, paternal grandparent), thyroid disorder (mother, maternal grandparent, paternal grandparent) and stroke (maternal grandparent). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cystectomy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("abnormal menstruation issues") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent laparoscopic-assisted vaginal hysterectomy), surgery (she had novasure ablation) and surgery. Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the menorrhagia, ovarian cystectomy, vaginal haemorrhage, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cystectomy, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2010: surgical pathology report - final pathologic diagnosis- uterus and cervix; hysterectomy: cervix: mild acute and chronic cervicitis with reactive changes. Nabothian cysts. Endometrium: status post ablation gross description-the specimen is received in formalin labeled '(B)(6), (B)(6).' And 'uterus, cervix' and consists of a 6 gram uterus with attached cervix. The uterus measures 7.5 cm from fundus to ectocervix, 4.5 cm from. Cornu to cornu and 3.5 cm from anterior to posterior. The serosa is tan-pink and focally hemorrhagic. Two fallopian tube stumps (right 2.0 cm in length x 0.4 cm in diameter and left 1.5 cm in length x 0.4 cm in diameter) are identified. The cut surface of the fallopian tube is tan and focally hemorrhagic. The fallopian tubes contain silver metal coils (gross photographs of the metallic devices are captured). The 4.0 x 3.7 cm endocervix is surfaced by a tan-pink and focally hemorrhagic mucosa. The endocervical canal is tan and displays a normal herringbone pattern. The cut surface of the cervix is tan and focally hemorrhagic. The cervix is somewhat indurated and possibly stenotic. The 4.2 x 2.5 cm triangular endometrial cavity appears scarred due to a possible previous ablation procedure. A small amount of possible remaining endometrium is identified. The myometrial thickness measures 2.0 cm and the remaining possible endometrium measures 0.1 cm in thickness. Representative are submitted as follows: anterior cervix and right fallopian tube cross sections. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical recorded: chronic pelvic pain, menorrhagia, ovarian cystectomy most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs-mr information extracted. New reporters added. Historical and concomitant conditions added. New events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), ovarian cystectomy, essure confirmation test was not done from pfs and medical device monitoring error. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain/chronic pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and ovarian cystectomy ('ovarian cystectomy') in a 31-year-old female patient who had essure (batch no. 524475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure insertion" on (B)(6) 2007 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii and parity 2. (B)(6) 2010: surgical pathology report - final pathologic diagnosis- uterus and cervix; hysterectomy: cervix: mild acute and chronic cervicitis with reactive changes. Nabothian cysts. Endometrium: status post ablation gross description-the specimen is received in formalin labeled (B)(6).' And 'uterus, cervix' and consists of a 6 gram uterus with attached cervix. The uterus measures 7.5 cm from fundus to ectocervix, 4.5 cm from. Cornu to cornu and 3.5 cm from anterior to posterior. The serosa is tan-pink and focally hemorrhagic. Two fallopian tube stumps (right 2.0 cm in length x 0.4 cm in diameter and left 1.5 cm in length x 0.4 cm in diameter) are identified. The cut surface of the fallopian tube is tan and focally hemorrhagic. The fallopian tubes contain silver metal coils (gross photographs of the metallic devices are captured). The 4.0 x 3.7 cm endocervix is surfaced by a tan-pink and focally hemorrhagic mucosa. The endocervical canal is tan and displays a normal herringbone pattern. The cut surface of the cervix is tan and focally hemorrhagic. The cervix is somewhat indurated and possibly stenotic. The 4.2 x 2.5 cm triangular endometrial cavity appears scarred due to a possible previous ablation procedure. A small amount of possible remaining endometrium is identified. The myometrial thickness measures 2.0 cm and the remaining possible endometrium measures 0.1 cm in thickness. Representative sections are submitted as follows: block a1 anterior cervix and right fallopian tube cross sections. Concurrent conditions included ovarian cyst, lymphedema, nausea, vomiting, colitis and abdominal pain. Family history included depression (mother), diabetes (mother, maternal grandparent, paternal grandparent), high cholesterol (mother, father, maternal grandparent, paternal grandparent), thyroid disorder (mother, maternal grandparent, paternal grandparent) and stroke (maternal grandparent). Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 653 days before insertion of essure. In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and experienced menstrual disorder ("abnormal menstruation issues"), genital haemorrhage ("gen, abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (she had novasure ablation and underwent laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved and the ovarian cystectomy, menstrual disorder, dysmenorrhoea, depression, anxiety, dyspareunia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cystectomy, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient had essure removal at the age of 34 year. Patient also had chronic pelvic pain and gen. Abnormal bleeding. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: chronic pelvic pain, menorrhagia, ovarian cystectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs: events- " gen, abnormal bleeding, post removal complication" added. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cystectomy ("ovarian cystectomy") in a 31-year-old female patient who had essure (batch no. 524475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure insertion" on (B)(6) 2007 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii and parity 2. (B)(6) 2010: surgical pathology report - final pathologic diagnosis- uterus and cervix; hysterectomy: cervix: mild acute and chronic cervicitis with reactive changes. Nabothian cysts. Endometrium: status post ablation gross description-the specimen is received in formalin labeled 'hammons, heather c.' And 'uterus, cervix' and consists of a 6 gram uterus with attached cervix. The uterus measures 7.5 cm from fundus to ectocervix, 4.5 cm from. Cornu to cornu and 3.5 cm from anterior to posterior. The serosa is tan-pink and focally hemorrhagic. Two fallopian tube stumps (right 2.0 cm in length x 0.4 cm in diameter and left 1.5 cm in length x 0.4 cm in diameter) are identified. The cut surface of the fallopian tube is tan and focally hemorrhagic. The fallopian tubes contain silver metal coils (gross photographs of the metallic devices are captured). The 4.0 x 3.7 cm endocervix is surfaced by a tan-pink and focally hemorrhagic mucosa. The endocervical canal is tan and displays a normal herringbone pattern. The cut surface of the cervix is tan and focally hemorrhagic. The cervix is somewhat indurated and possibly stenotic. The 4.2 x 2.5 cm triangular endometrial cavity appears scarred due to a possible previous ablation procedure. A small amount of possible remaining endometrium is identified. The myometrial thickness measures 2.0 cm and the remaining possible endometrium measures 0.1 cm in thickness. Representative sections are submitted as follows: block a1 anterior cervix and right fallopian tube cross sections. Concurrent conditions included ovarian cyst, lymphedema, nausea, vomiting, colitis and abdominal pain. Family history included depression (mother), diabetes (mother, maternal grandparent, paternal grandparent), high cholesterol (mother, father, maternal grandparent, paternal grandparent), thyroid disorder (mother, maternal grandparent, paternal grandparent) and stroke (maternal grandparent). Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 653 days before insertion of essure. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and experienced menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (she had novasure ablation and underwent laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the ovarian cystectomy, menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cystectomy, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical recordes: chronic pelvic pain, menorrhagia, ovarian cystectomy quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received- outcome of vaginal haemorrhage, menorrhagia updated to recovered / resolved. Concomitant medication were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cystectomy ("ovarian cystectomy") in a 31-year-old female patient who had essure (batch no. 524475(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation with essure insertion" on (B)(6)2007 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii and parity 2. Concurrent conditions included ovarian cyst, lymphedema, nausea, vomiting, colitis and abdominal pain. Family history included depression (mother), diabetes (mother, maternal grandparent, paternal grandparent), high cholesterol (mother, father, maternal grandparent, paternal grandparent), thyroid disorder (mother, maternal grandparent, paternal grandparent) and stroke (maternal grandparent). On (B)(6)2007, the patient had essure inserted. In december 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (underwent laparoscopic-assisted vaginal hysterectomy) and surgery (she had novasure ablation). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain was resolving and the menorrhagia, ovarian cystectomy, vaginal haemorrhage, menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cystectomy, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6)2010: surgical pathology report - final pathologic diagnosis- uterus and cervix; hysterectomy: cervix: mild acute and chronic cervicitis with reactive changes. Nabothian cysts. Endometrium: status post ablation gross description-the specimen is received in formalin labeled 'hammons, heather c.' And 'uterus, cervix' and consists of a 6 gram uterus with attached cervix. The uterus measures 7.5 cm from fundus to ectocervix, 4.5 cm from. Cornu to cornu and 3.5 cm from anterior to posterior. The serosa is tan-pink and focally hemorrhagic. Two fallopian tube stumps (right 2.0 cm in length x 0.4 cm in diameter and left 1.5 cm in length x 0.4 cm in diameter) are identified. The cut surface of the fallopian tube is tan and focally hemorrhagic. The fallopian tubes contain silver metal coils (gross photographs of the metallic devices are captured). The 4.0 x 3.7 cm endocervix is surfaced by a tan-pink and focally hemorrhagic mucosa. The endocervical canal is tan and displays a normal herringbone pattern. The cut surface of the cervix is tan and focally hemorrhagic. The cervix is somewhat indurated and possibly stenotic. The 4.2 x 2.5 cm triangular endometrial cavity appears scarred due to a possible previous ablation procedure. A small amount of possible remaining endometrium is identified. The myometrial thickness measures 2.0 cm and the remaining possible endometrium measures 0.1 cm in thickness. Representative sections are submitted as follows: block a1 anterior cervix and right fallopian tube cross sections. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical recordes: chronic pelvic pain, menorrhagia, ovarian cystectomy quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2018: events- "depression, mental anguish" added from pfs. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (hysterectomy was performed to remove the essure device on (B)(6) 2010). Essure was withdrawn. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 1 year after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for this event cannot be excluded. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (hysterectomy was performed to remove the essure device on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-apr-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. Coils were removed approximately 1 year after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for this event cannot be excluded. This case was regarded as incident since intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No active follow-up is allowed and further information is expected only through litigation process.